Event description:
It was reported that the patient presented in-clinic for an implantable cardioverter defibrillator (ICD) changeout procedure, and the right-ventricular (rv) lead was capped and replaced on (B)(6) 2025 due to sensing of noise. Further information was requested but not received.